Manufacturer narrative:
Additional information: FDA codes of this 3500a form are listed below; system updates pending. Result code: known inherent risk of procedure. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned to edwards for evaluation. The delivery system was returned inserted through the loader. Visual inspection revealed an I/c bond separation. Scratches on the shaft and gouges on the flex tip were also observed. Functional testing was performed prior to decontamination. The delivery system was able to use the full fine adjust with no abnormalities observed. Dimensional analysis of the double wall thickness was performed on the crimp balloon along the balloon separation. All measurements met specification. During the balloon manufacturing process, the balloon dimensions are 100% inspected, including the balloon diameter, wall thickness, and defects. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported event. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the report of the valve movement on balloon was not able to be confirmed; however, no manufacturing non-conformances were identified in the returned device. The exact cause of the valve movement on balloon could not be determined. Although the degree of tortuosity was not provided, a tortuous aorta, in addition to procedural factors (tension build-up during valve alignment) may have contributed to the reported event. The reported balloon torn / I/c bond separation was observed during the visual inspection of the device. No manufacturing non-conformances were identified. Although the exact cause and timing of the balloon torn / I/c bond separation could not be determined, no issues with valve alignment were reported and the valve was successfully deployed. Procedural factors (valve alignment in tortuous non-straight aorta, manipulation of the device during withdrawal) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, some resistance was felt during the insertion of the 14fr. Esheath, but the sheath was advanced ¿uneventfully¿. Post balloon aortic valvuloplasty (bav), a 23mm sapien 3 valve and commander delivery system were advanced without resistance. No problems during valve alignment or fine adjustment were observed. After crossing the native annulus, when the flex catheter was pulled back, the sapien 3 valve moved to the proximal side approximately 3mm from the distal marker. The delivery system was withdrawn for the annulus and realigned. The same problem occurred in the second attempt. The decision was made to proceed to valve deployment. Valve deployment was performed by aligning the bottom of the stent to the annulus. The balloon was moved to the appropriate position and the valve was placed between the markers. The sapien 3 valve was successfully deployed in a final 80:20 aortic/ventricular (a/v) position. Paravalvular leak (pvl) was none to trivial and the procedure was completed. The delivery system was returned to edwards lifesciences for evaluation. During the preliminary engineering evaluation, an inflation balloon / crimp balloon (I/c) bond separation was noted. There was no reported issues with withdrawing the system. The exact timing is of the ic bond failure cannot be confirmed. The native annular diameter measured 23.0mm by CT. Moderate valvular calcification and moderate aortic root calcification was reported. The access vessel minimum luminal diameter (mld) measured 4.8mm with severe calcification and mild tortuosity reported.